Event description:
It was reported that a person who had just started using the ilet experienced a low glucose event, with a measured blood glucose of 56 mg/dl, and self-treated with four oral glucose tablets while being advised to monitor and use fast-acting carbohydrates as needed. Symptoms included hypoglycemia. Outcomes included non-serious, self-limited effects that resolved with oral carbohydrate treatment and did not require emergency care or hospitalization. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no device malfunction reported and no device component issues identified, with the event considered user-managed hypoglycemia of unclear cause shortly after therapy initiation. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.